Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was having an electrical contact cleaning issue. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the air/water cylinder had discoloration, the suction cylinder had discoloration, the forceps channel port had a scratch, the plug unit was dirty due to water leakage, the scope connector case unit was dirty due to water leakage, the label on the scope connector was damaged, due to corrosion on the plug unit an e216 (scope communication error) occurred, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the light guide lens had a crack and a scratch, the connecting tube had a wrinkle, and the universal cord had corrosion due to water leakage. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.